Event description:
It was reported that the pt underwent a sling procedure in 2005. On the third post-operative day, the pt developed a urinary tract infection of moderate intensity. The pt was treated medically and the event resolved.